Event description:
It was reported that the unit displayed an "e1" error and will not come off standby.

Manufacturer narrative:
Additional information will be provided once investigation is completed.